Event description:
The customer contacted baxter's service center regarding a system error 2240 (air in tubing), which occurred on the home choice (he) during use. The technical service representative (tsr) explained the alarm. The patient was connected at the time of the alarm. The patient line had been properly primed and no patient extensions were in use. The bags were properly connected and there was not any open clamps on any unused lines. There was nothing unusual noted about the supplies, and they had not been damaged by an outlet port clamp or assist device. The caregiver (cg) stated that the home patient (hp) had disconnected and then reconnected. The hp did not use proper connecting procedures. The tsr had the cg close the clamps and then cycle the power to clear both system errors 2240 and 2367. The cg was advised to discard the supplies and to start over with new ones. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). A homechoice hardware device experienced an alarm indicative of a potential malfunction of the disposable cassette. As the cassette was not returned, a device analysis cannot be completed. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.